Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported by the nurse that the home patient (hp) was in the hospital. The cause of the hospitalization was sepsis. The peritoneal dialysis registered nurse (pdrn) declined to offer any additional information regarding the report of sepsis.